Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of dark particles in tubing/chamber. There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator device. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of dark particles in tubing/chamber, nasal/throat irritation or soreness. There was no report of serious or permanent harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 was updated in this report.

Manufacturer narrative:
The manufacturer previously reported an issue with a CPAP device's sound abatement foam alleging visualization of seeing dark particles in tubing/chamber. There was no report of serious or permanent harm or injury. The manufacturer has received the additional information alleging nasal/throat irritation or soreness. Section h6 has been updated/ corrected.

Manufacturer narrative:
The manufacturer previously forgot to put g3 information in first follow up report. After review the g3 is correctly updated in this report.